Event description:
It was reported that the patient presented to the emergency room. An interrogation of the implantable cardioverter defibrillator (ICD) revealed a marker anomaly exhibited by the device. No interventions were reported. No further information was available.